Manufacturer narrative:
H.6. Investigation: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6). Customer indicated about the cracked bottle. Bd service communicated with the customer and advised the customer to clean up and decontaminate the affected area. The instrument deemed functional for customer¿s use. This is an unconfirmed failure of a bd product. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was customer workflow induce. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that a patient sample tube in the bd bactec¿ mgit¿ 960 system cracked and leaked into the instrument. There was no report of adverse customer or patient impact. The following information was provided by the initial reporter: "a cracked vial tube over time leaked out into the instrument." "A vial tube was found cracked today and all the liquid had leaked out. The vial tube had been in the instrument since (B)(6). I had the customer do a visual inspection of the tube station and surrounding area and they could not find any indication of liquid had leaked out a vial tube. The instrument has been on and operating normally." '1. Was the leak contained within the instrument? Yes. 2. Was the leak in a customer accessible location? Yes; customer has examined and sees no evidence of fluid in the drawer. 3. What was the fluid that leaked (patient or qc)? Patient. 4. Was the customer exposed to blood or bodily fluids? No. 5. Was there any physical harm to the customer as a result of the leak? No."

Event description:
It was reported that a patient sample tube in the bd bactec¿ mgit¿ 960 system cracked and leaked into the instrument. There was no report of adverse customer or patient impact. The following information was provided by the initial reporter: "a cracked vial tube over time leaked out into the instrument." "A vial tube was found cracked today and all the liquid had leaked out. The vial tube had been in the instrument since october the 30th. I had the customer do a visual inspection of the tube station and surrounding area and they could not find any indication of liquid had leaked out a vial tube. The instrument has been on and operating normally." Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes; customer has examined and sees no evidence of fluid in the drawer. What was the fluid that leaked (patient or qc)? Patient. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.